Event description:
It was reported that two devices were used during an unknown procedure. It was reported by the affiliate that both of the ems had malformed staples (scissored). There was no consequence to the patient.